Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor generated a "f101" error code. The user described it as a reference test failure. No other details regarding the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.